Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine device change-out, an insulation breach of the right ventricular lead was exposed. The lead was capped and replaced. No patient complications have been reported as a result of this event.